Event description:
Pt diagnosed with bilateral slipped capitol femerol epiphysis, with chrondolysis on the right side and narrowing of the point space. Pt went to surgery for percutaneous screw fixation using 7.3mm cannulated screws. As reported, upon screwing in the #209.860 screw, its tip (point) broke off (around 1/8 inch) while the screw was around an inch into the bone. The remaining piece of the screw was removed and another site was used for another screw. After surgery, the pt went to recovery room in good condition.